Event description:
The user received questionable results for ion-selective electrode sodium (sodium) and ion-selective electrode potassium (potassium) on the cobas 6000 c501 module. Three patient samples were involved in the event which gave discrepant results. Patient sample 1, the initial potassium result was 8.61 mmol/l; the sample was repeated twice which yielded results of 4.03 and 3.92 mmol/l. Patient sample 2, on (B)(6) 2010 the initial sodium result was 194 mmol/l; the repeat result was 144 mmol/l. The initial potassium result was 5.9 mmol/l; the repeat result was 4.5 mmol/l. Patient sample 3, on (B)(6) 2010 the initial sodium result was 176 mmol/l; the repeat result was 138 mmol/l. The initial potassium result was 5.0 mmol/l; the repeat result was 3.9 mmol/l. The initial result was not reported outside the laboratory for patient sample 1. No adverse event has been alleged regarding this event. The electrode lot numbers for sodium and potassium were not provided. The field service engineer found the 2 ise tubes had not been replaced since (B)(6). He replaced ise tubes. Performance tests were run and acceptable. Customer reports no further problems after service visit.

Manufacturer narrative:
The event occurred in (B)(6).